Event description:
It was reported that a nurse experienced a broken middle phalanx on her fifth toe on her left leg due to a magnetic resonance (mr) pt table being pushed over her foot. The pt was laid down on the mr pt table while the mr pt table was detached for transport into the mr suite. The pt table was moved into the room by the radiological technician and the nurse. As it entered the room, the front right wheel ran over the nurse's four and fifth toes on her left leg. Her toe was stabilized with tape. There was no reported consequence for the pt.

Manufacturer narrative:
A ge healthcare field engineer visited the site and evaluated the pt table. The table was found to be operating per specifications. It is believed that user error in not clearing the wheel's path contributed to the event. No further actions are planned at this time.